Manufacturer narrative:
In addition to the findings in b5, evaluation found the following: the complaint was confirmed due to liquid and corrosion throughout the device, due to deformation of grip water tightness was lost, due to deformation of control unit water tightness was lost, due to damage on insertion tube rotation ring the connecting tube did not rotate smoothly, the forceps channel port had corrosion, the control unit had corrosion due to water leakage, the suction-connector had corrosion due to water leakage, the scope connector cover unit had corrosion due to water leakage, and the universal cord had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the bronchovideoscope was leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the scope cover, light guide lens and channel mount unit had foreign material and a b30 scope communication error message was displayed due to corrosion of the plug unit. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the image issue was the control section leaked and water invaded scope connector during user handling. It damaged electronic components and error message was displayed. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.